Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the programmer had poor communication and they couldn't communicate with the recharger. The patient thought it lost the programming. The last time the patient felt stimulation was last sep and the reason for not charging was that the patient broke his back and had been in therapy. Further information received from the consumer reported that they wanted to schedule time with a manufacturer representative for an overdischarged battery. The indications for use were non-malignant pain, chronic low back pain and post lumbar laminectomy syndrome. Additional information form the patient's spouse reported that they had gone to the doctor three times in attempt to get the ins out of overdischarge but the trickle charge had not worked, the ins would not charge. She mentioned that her husband had the implant for 3.5 years now, and he was in the process of deciding if he wanted to get another implant.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.